Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed. She also mentioned she was at the hospital due to her allergies and pneumonia. Customer stated the nurse was messing with the device. Customer was attempting to prime the device and is unable to get out of that mode. Customer then went home and noticed it was alerting low batter and low reservoir. Customer's blood glucose was 89 mg/dl. The device had alarmed compromised force sensor resistor. Troubleshooting was performed and customer noticed the drive support cap was sticking out. She didn't recall pressing the cap in while she was connected. Customer then mentioned her blood glucose was 32 mg/dl when she was admitted. She may have forgotten to eat or wasn't sure what caused the low. Customer's son had called the ambulance. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.